Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The returned item # 42527000707, lot # 62985987 exhibits signs of repeated use and has fractured on the lateral side of the post feature. All pieces were returned. The DHR was reviewed and no discrepancies relevant to the reported event were found. Investigation into this issue determined that the likely root cause for the tasp fractures is bending/torsional loading on the device. Ps tasp top components and standard (non-cps) tasp bottom components have been modified to prevent fracture. The fractured tasp component in this complaint was manufactured before the design modification. The root cause is considered to be a previously addressed design issue. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during cleaning the scrub tech was dismantling the surface from the metal tasp. The metal tasp was wedged in between the two surface pieces and he couldn't pull it out with accidentally breaking the bottom of the surface. This was done after the case was done. No patient involvement.